Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2016-00363. It was reported the patient underwent surgical intervention due to low impedance issues. The patient lead and ipg were replaced with new ones. The patient is now receiving effective stimulation. (Reference MFR. Report: 1627487-2016-03587 and 1627487-2016-03588 ipg replaced due to lead pulled out of header). (Reference MFR. Report: 1627487-2016-04256 lead replacement due to ineffective stimulation).